Event description:
The customer reported a stitching problem, which can potentially lead to a misdiagnosis.

Manufacturer narrative:
The field svc engineer investigation identified that the physician was not using the sys correctly, the automatic stitching process can lead to an incorrect image due to pt movements, pt breathing and ruler movement. As part of the automated stitching workflow it is important that the physician reviews the individual images against the composite image. The physician has been retrained. (B)(4).